Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with no breakaway washer present; the device was received with only 8 staples present and partially formed, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. If the firing sequence is not complete, staples could be partially deployed without cutting the washer. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. In addition, an intra operative photo was received. Based on photographic it does not provide any evidence to any indicators as to why the breakaway washer was not in the anvil. Device analysis could not confirm as the device was not sterile and some staple were partially formed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). A photographic image was received; it does not provide any indicators to why the breakaway washer was not in the anvil. The circular products are 100% inspected by a laser vision system. This vision system simultaneously inspects for both the presence of all the staples and the breakaway washer. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during an lar procedure there was no breakaway washer in the device. The device cut and staple were observed in the tissue. The legs of the staples were straight. The tissue donuts were normal. No adverse event on the patient.